Event description:
It was reported that an opening was observed on the packaging of one (1) allevyn gentle border 7.5cm x 7.5cm dressing. As this was noticed in a non-therapeutical environment, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that an opening was observed on the packaging of one (1) allevyn gentle border 7.5cm x 7.5cm dressing. As this was noticed in a non-therapeutical environment, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was not used in treatment, has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection observed the dressing was curled and cuptured at the edge of the seal. The root cause has been determined as a quality control deficiency. The dressing skewed after passing camera detection and then trapped in the side seal of pouch. The trapped dressing was not captured by operator during visual inspection. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint history review confirms previous complaints of this nature with manufacturing problems observed. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.